Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a ventricular tachycardia (vt) episode. The system appropriately detected the arrythmia and delivered a shock, however they were not successful. Two more shocks had to be delivered in order to convert the rhythm. However, soon after the rhythm went into vt once again, five more shocks were delivered, none of them were successful in ending the rhythm. The vt came back for a third time four minutes after the last recorded episode; the system delivered five more shocks which were also unsuccessful. Medication had to be administered in order to regulate the rhythm of the patient, and the vt episode ended. It was noted that different morphologies of the patient rhythm were found during the episodes, and evaluation of the patient from a clinical point of view could be useful. Evaluation of the system placement through x-rays was also discussed. At this time, no changes have been performed. This system remains in service. No further adverse patient effects were reported. Additional information was received detailing that an induction test was performed as well as x-rays. X-rays showed the electrode in a correct position and induction test resulted in adequate impedance measurements. It was concluded that the device delivered therapy due to atrial fibrillation with rapid ventricular response and not due to a ventricular tachycardia. At the time of the follow up it was determined that the device was performing accordingly, therefore, it was decided to not perform any changes. No further adverse patient effects were reported.